Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to orthopediatrics for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that following a distal femoral osteotomy procedure, an implanted screw was found to be fractured. Patient underwent a revision procedure. Attempts have been made and additional information on the reported event is unavailable at this time.